Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced a false downstream occlusion alarm. Further evaluation found the downstream tube guide gasket folded over at the upper left corner. After properly placing the gasket into assembly the evaluation ran the unit with a loaded IV set with no occurrences of a downstream occlusion. Due to the crease found on the ds tube guide gasket, the downstream tubing guide/gasket assembly will be replaced.

Event description:
It was found during a baxter evaluation that a pump has a constant downstream occlusion alarm. There was no patient involvement.